Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 747151, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID: 3898-33, lot# lb2182, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional via the manufacturer representative (rep) reported a spinal cord stimulator (scs) explant. It was reported that the patient was not using the system and had a car accident recently which made the implantable neurostimulator (ins) site uncomfortable, but they stopped using the scs system long before the accident. It was unknown if there were diagnostics, troubleshooting, interventions, or actions were taken to resolve the issue and the issue was not resolved at the time of the report. A surgical intervention occurred where the system was explanted. The patient had not used the device for about 2 years as the patient said it wasn't working. Relevant medical history includes rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.